Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clip applier was used four to five times earlier in the operation. It was then used on the renal artery and the clip didn't form correctly. The clip was retrieved and will be sent back with the device. Another device was opened and the case was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was received with no damage in the external components. A bag with 1 malformed clip was returned along with the device. Upon cycling, the device was noted to be empty and the lockout had been fired through. The instrument was disassembled in order to evaluate the condition of the internal components and the latch posts were noted to be broken, which denotes that the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.